Event description:
It was reported that this right atrial (ra) lead exhibited non capture due to lead dislodgement, as confirmed by chest xray. This ra lead was repositioned and remains in service. No additional adverse patient effects were reported.